Manufacturer narrative:
Ocd ((B)(4)) was notified on 06 june 2011 by FDA via telephone that "5 day report" was selected on the original 3500a form. The purpose of this followup report is to correct the type of report. The correct report type for this event was "initial, 30 day report" not " 5 day report". 5 day report was selected in error on the initial submission of this 3500a and this information was communicated to the FDA at the time of the FDA phone contact on 06 june 2011.

Event description:
A customer observed falsely elevated tsh results while using a vitros eciq analyzer. No patient samples were tested as tsh quality control results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event showed that the event was related to the instrument performance. The field engineer addressed several instrument sub-systems including reagent metering and well wash modules and post service the instrument was returned to expected operation. The root cause of the event is instrument related.